Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') and nephrolithiasis ('kidney stones') in an adult female patient who had essure (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), fatigue ("fatigue") and urinary tract infection ("infection: uti"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the nephrolithiasis, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, fatigue, nephrolithiasis and urinary tract infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2007. Dates of live births: (B)(6) 2002, (B)(6) 2007 (discrepancy noted with reported insertion date of (B)(6) 2007). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2008: the uterus appears normal in size and texture. Both essure coils are seen. No spillage is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain / pain') and nephrolithiasis ('kidney stones') in an adult female patient who had essure (batch no. 623822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), nephrolithiasis (seriousness criterion medically significant), fatigue ("fatigue") and urinary tract infection ("infection: uti"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the nephrolithiasis, fatigue and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, fatigue, nephrolithiasis and urinary tract infection to be related to essure. The reporter commented: discrepancy to be noted in essure insertion date as (B)(6) 2007. Dates of live births: (B)(6) 2002, (B)(6) 2007 (discrepancy noted with reported insertion date of (B)(6) 2007) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan - on (B)(6) 2008: the uterus appears normal in size and texture. Both essure coils are seen. No spillage is seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs received: lot number was added. Events: lower abdominal pain, fatigue, uti, kidney stones were added. Reporter causality comments were added. Essure removal surgery was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.